Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. A63340) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and nabothian cyst. Concurrent conditions included obesity. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/ cycle"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines"), headache ("headaches,") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain."). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2019.). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure removal not done. Anticipated or scheduled date(B)(6) 2019. Left coil: 02, right: 02. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Lot number: a63340 manufacturing date: (B)(6) 2012. Expiration date: (B)(6) 2015. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. A63340) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female and nabothian cyst. Concurrent conditions included obesity. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/ cycle"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines"), headache ("headaches,") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain."). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2019.). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure removal not done. Anticipated or scheduled date: (B)(6) 2019. Left coil: 02, right: 02. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: mr received: lot number were added. Patient history and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), abdominal distension ("gastrointestinal or digestive system condition type: bloating/ cycle"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines"), headache ("headaches,") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain."). The patient was treated with surgery (anticipated or scheduled date: (B)(6) 2019.). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, alopecia, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure removal not done. Anticipated or scheduled date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: new pfs received. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: bloating/cycle, hair loss, infection (bladder/ urinary tract/vaginal) type: uti, yeast, migraines / headaches, vaginal discharge, weight gain, pain lower abdomen, lower back were added. Removal details added. New reporters and plaintiffs information added. Concomitant condition and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.